Event description:
Facility reported dialyzer hypersensitivity reaction. Report indicates that patient's dialyzer was changed to a t-220. Then three minutes after initiation of treatment, he complained of severe chest, joint and back pain. Treatment was interrupted, dialyzer changed to f-8, patient was medicated effectively resumed. No further complaint.